Event description:
Customer is aware that the lift is already purchased out. The lift was being used for its intended purpose. The boom and mast has been twisted/bent, making it off-center.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.